Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic on (B)(6)2020. There was a symptom episode stored on their implantable cardiac monitor that the patient denied recording. However, the episode did not transmit to merlin. Net or the patient's app. It is suspected that the patient's cell phone did not have bluetooth turned on and that this may have affected transmissions. Patient was reminded to have bluetooth left on along with the app. Patient was stable after the event.